Event description:
It was that during the initial implant procedure, noise and low pacing impedance were noted on the right ventricular (rv) lead. The rv lead remains implanted and in use. The patient was in stable condition.